Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was put through extensive testing without duplicating the malfunction. The malfunction was observed in the device's clinical data. The error is caused by the device software being unable to detect batteries in a deficient state. The malfunction was resolved by loading software version 6.32 on the device. The software upgrade will allow the device to monitor battery charging performance to specification. The device was recertified and returned to the customer. A device corrective action addressing this issue was reported to the FDA under correction reporting number z-1206-2009. This was a device that was not located, and as a result we have updated our install base information.